Manufacturer narrative:
During follow-up with the reporting nurse it was confirmed the patient's wife was with the patient and decided on comfort care only. The patient had recently deteriorated. It was also reported that the cause of death was not related to the malfunction of the ventilator and related to the patient¿s comorbid conditions. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that at the beginning of a patient transport the unit shut itself off just outside the patient room. The customer reports no alarm indicator(s) active. The staff returned to the room immediately and restored ac power but the vent failed to operate. The customer reported that the patient expired.

Manufacturer narrative:
On (B)(4) 2016 the field service engineer performed complete performance verification (pm) on this unit per customer's request. Ventilator passes all tests and is operating per specs.